Event description:
Prior to the atherectomy treatment, an impella heart pump was placed. A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 90% stenosed, moderately calcified, 2.75-3mm mid left anterior descending artery with multiple bends. Multiple treatments were performed. A dissection/perforation distal to where the treatments were performed was noted. Pericardiocentesis was performed, and the patient was in stable condition. A stent was placed, but the perforation was distal to the stent placement, and the stent was unable to reach the perforation. The patient was sent to bypass surgery, however, the patient expired during the surgery. In the physician's opinion, orbital atherectomy possibly contributed to the dissection, perforation, and patient death.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation and vascular dissection are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).